Event description:
While revising this pt (due to failed hylamer liner) the locking ring would not work and became bent. The 1245-68 device (lot#re1ah1002) was opened and a locking ring was borrowed from the box. The duraloc liner was not used. The badly bent locking ring (from the 1246-68; lot 828500032) may not have been the problem; admittedly. The new ring was turned away from a groove worn into the shell and locked on correctly. The pt was under anesthesia an extra 30 minutes while the locking ring problem was occuring and being resolved.